Event description:
Patient reported right side capsular contracture baker grade iii, deformation and "folds". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Photo device analysis: visual analysis of the photographs identified: material deformation: observed deformation device. Breast mass: unable to observe since it is a medical event and is not related to the device. Device appears to trigger rejection: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Cyst(s): unable to observe since it is a medical event and is not related to the device. Skin inflammation/ irritation: unable to observe since it is a medical event and is not related to the device. Foreign body reaction: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Patient reported right side capsular contracture baker grade iii, deformation and "folds". The device was explanted.